Event description:
Additional information received reported that the patient had an autoimmune disease. The critical alarm occurred in the beginning of (B)(6) 2012. The patient was recently diagnosed and had been "quite ill". It was noted that the pump was not as ¿effective as it had been, especially considering the patient had new pain on top of her chronic pain.¿ the patient was ¿bedridden at this point.¿ she could not get out of the bed. On top of the pain that she was having, the chronic pain and the arthritis had turned her entire left foot numb. The patient had psoriatic arthritis. It was noted that the patient was ¿like pitting her skin from itching when she was asleep.¿ the pump was ¿out of medication.¿

Event description:
It was reported a non-critical pump alarm confirmed by telemetry in (B)(6). Alarm was due to low reservoir volume. Patient wanted pump out. Pump end of service (eos) was in july. Health care professional (hcp) wanted to stop the pump. Pump had 0.1ml left in (B)(6). Hcp did not know if pump will be refilled or even if medication was ready. Additional information received reported that patient was hearing pump alarm starting in (B)(6). Alarm was not confirmed with telemetry. Patient states hearing pump critical alarm three weeks before this report. Patient had not seen doctor since (B)(6). In (B)(6), doctor was evaluating replacing the pump or taking it out. Last refill was in (B)(6) and pump was "turned down" to "get ready for expiration." Patient did not know if saline or drug was last put in pump. Patient thought it was decreasing fentanyl and increasing bupivacaine. Patient was feeling itchy and having spasms in arms and legs. In addition, patient reported no getting any sleep. Patient broke toe in july and ended up getting chronic regional pain syndrome. Patient was on oral medicines and fentanyl patches to avoid withdrawal, but it was running out of patches. Patient stated that want to commit suicide. Doctor dismissed patient. Patient was missing appointments and was looking for a doctor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot # j12177r12, implanted: (B)(6) 2005, product type catheter.